Event description:
The following information was reported to kci by the nurse: on (B)(6) 2015, the activ.a.c. Therapy was placed on hold due to maceration. No additional information is available. On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2014, the device was placed with the patient. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to v.a.c. Therapy. There have been several attempts made to gather additional clinical information, but there has been no response.